Event description:
It was reported that the customer's insulin pump was exposed to moisture damage and the keypad was not functioning properly. The customer's blood glucose level was 97 mg/dl. The customer jumped into a lake while wearing the insulin pump. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No battery out limit alarm was noted. The unit received intermittent button response due to corroded keypad traces. No moisture damage was found inside the pump. The insulin pump was received with minor scratches on the display window. The unit was received with a cracked case display window corner. The unit was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The unit was received with a cracked belt clip slot.(B)(4)